Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera 4k uhd camera control unit display an e116/e222 errors when utilized with the ch-s400-xz-eb. The event occurred during inspection and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
A quality assurance engineer inspected the device and upon evaluation, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.